Event description:
The customer alleged that he performed control tests and received a result of 177 mg/dl. The normal control range was 90-135 mg/dl. No adverse events were alleged. The customer declined further troubleshooting. No product will be returned at this time.